Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 05/20/2008, 06/02/2008 and 06/05/2008 by mail, fax and phone. A completed questionnaire has not been received. This report was mailed to FDA on: 06/13/2008.

Event description:
A surgeon reports that an intraocular lens has been exchanged. Additional info has been requested.